Event description:
Repair center alleged the unit had low o2 or yellow light and the tank is leaking. Per independent repair statement, the unit had low o2 or yellow light. Key failure was the tank was leaking. Additional malfunctions were the tie wraps were defective.